Manufacturer narrative:
H3: the x-pedion-10 guidewire was found protruding from within the hyperglide occlusion balloon catheter hub and partially deployed from the distal tip. No damages were found within the hyperglide hub. No bends or kinks were found with the hyperglide catheter body. Upon visual inspection, no damages were found with the hyperform balloon distal tip. The guidewire was examined. No bends were found with the pushwire. No damages or irregularities were found with the guidewire proximal or middle solder regions. However, the x-pedion-10 guidewire appeared to be broken at distal segment and the broken part was not returned for analysis. Therefore, any contributing factors could not be assessed. The total length of x-pedion-10 guidewire was measured to be ~189.0cm which it appears ~11.0 cm of the distal tip of the x-pedion-10 guidewire were found missing. No other anomalies were observed. The x-pedion-10 guidewire was pushed out from hyperglide balloon without any issues. The guidewire broken end was sent out to element labs for sem (scanning electron microscopy) analysis. Based on the device analysis and reported information, the customer¿s report of ¿guidewire separation/break¿ was confirmed. The cause for the event was determined to be use related. Per the sem analysis, ¿the wire failed via torsional overload.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the procedure was completed with a new balloon. The devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the distal part of the x-pedion broke inside the aneurysm during catheterization. No symptoms were reported.